Event description:
In 2008, the pt reported that her blood glucose was elevated to 351 mg/dl, and she decided to change her infusion set, and insulin cartridge. Her normal blood glucose range is 100-150 mg/dl. The infusion device displayed e7 (electronic error) while priming the infusion set. She removed, and reinserted the battery, and received the e7 error again while priming. She inserted a new battery, and removed the insulin cartridge, and spilled insulin in the cartridge compartment of the infusion device. The pt switched to her backup infusion device, and she injected insulin via syringe to lower her blood glucose. She stated that she believed the infusion device was not functioning properly, and this cause elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for eval.